Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that they extracted the blue block from the extended tube. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed; however, the exact root cause could not be determined. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed use residue on and within the returned sample. A small blue material was also returned wrapped in a piece of paper. A microscopic observation revealed the small blue material had a texture and color similar to the material of the groshong catheter tubing. The distal connector piece and the proximal end of the catheter were dissected for inspection, but no damage was observed. These findings suggest the foreign material was likely made of the same material as the groshong catheter; however, it was not possible to determine whether the material was accidently introduced during manufacturing or due to damage during use of the device. This complaint will be recorded for future trending and monitoring purposes.